Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted various troubleshooting steps with the originally used wall outlet, but the issue persisted, so they used a different wall adapter which successfully resolved the charging problem. No further assistance was required.